Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and painful blisters under her arms. There was no alleged device malfunction contributing to the irritation. The patient's nurse taped down the lifevest to prevent the garment from rolling. The nurse also applied nystatin lotion and gave the patient tylenol for the skin irritation. Follow up indicated that the patient's skin irritation improved upon adjusting the garment off the irritation.